Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After evaluating the instrument data, the tsc specialist could not find an instrument malfunction. The customer ran precision on quality controls, which were within range, and was satisfied with the results. The tsc discovered that the laboratory was centrifuging sample tubes for five minutes. The tube manufacturer recommends that sample tubes be spun for fifteen minutes. The cause of the discordant, falsely elevated troponin result was user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who treated the patient based on the result. The physician(s) later questioned the result. The laboratory reran the patient sample on the same instrument multiple times, and it repeated lower. The sample was then rerun on an alternate instrument, and the results matched. The corrected results were reported to the physician(s). The patient received a cardiac catheterization due to the falsely elevated troponin result. There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.